Event description:
The remb micro drill was sent in for evaluation because it was overheating during a procedure. The procedure was completed with the same device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corroded ball bearings were identified as the probable cause of the device overheating. Damaged bearings can cause overheating due to increased friction between the moving components.